Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified right coronary artery. A 3.00 x 32 synergy stent was selected for use. However, upon advancing, the physician crimped the hypotube and the shaft broke. The device was completely removed and the procedure was completed with a shorter synergy stent. No patient complications nor injuries were reported.